Manufacturer narrative:
The dialyzer involved in this incident was not available for investigation and the lot number could not be provided by facility. Visual examination was performed on retention samples of the last lot numbers of dialyzers distributed to the clinic. All sample devices were according to specifications.

Event description:
A few hours after completing a routine hemodialysis treatment the pt went to the emergency room complaining of shortness of breath, abdominal pain and chest pain. The pt was admitted to the ICU and was intubated. His admitting diagnosis was hemolysis and sepsis. Lab work and medical records indicate the hemolysis was related to the sepsis. At the family's request, on (B)(6) 2011, the pt was removed from lift support and he expired shortly thereafter. The cause of death is not reported but an autopsy is planned. The cartridge blood set, bicart and revaclear max dialyzer were reported not available for investigation.